Event description:
It was reported that the patient was not getting therapy despite high doses. The doctor flushed the catheter and the patient is now getting good therapy. Additional information has been requested from the hcp, but was no available as the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.